Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 and 3 for failure analysis investigation. Universal surgical manipulator (usm) 1: in log review, the 32056 error was found indicating fault on the yaw searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would relate to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw searchlight, replicating the reported event. The usm was then installed onto a psc fixture platform (pftp) where usm agc current was found to be failing on the yaw searchlight. Once testing was completed, the yaw searchlight ffc was a tested and was verified to be the source of the fault. Universal surgical manipulator (usm) 3: in log review, the 32056 error was found indicating fault on the yaw searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would relate to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw searchlight, replicating the reported event. The usm was then installed onto a psc fixture platform (pftp) where usm agc current was found to be failing on the yaw searchlight. Once testing was completed, the yaw searchlight ffc was a tested and was verified to be the source of the fault. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified pre-anesthesia. The ports were not placed prior to the issue being identified. The system functionality was checked upon powering the system on. The system powered on but read error message immediately after power on.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated 32056 faults on universal surgical manipulator (usm) 3. Site power cycled multiple times but issue persisted. Tse had customer hard cycle and faults persisted. Site disabled usm 3 and was continuing with usm 1, 2, 4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1 and 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the units involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .